Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. A fracture of the right ventricular (rv) lead was confirmed and the lead was explanted and replaced. Additionally, it was reported that due to external defibrillation on top of the implantable cardioverter defibrillator (ICD) the physician was concerned with the device¿s function. Therefore, the physician decided to electively explant and replace the ICD at the time of the rv lead revision. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.